Event description:
It was reported the customer received a failed selftest alarm. Customer also reported they were unable to get a response from their insulin pump. The customer stated their insulin pump was frozen on the home screen. Customer's blood glucose was 125 mg/dl. The customer stated the alarm did not occur during the rewind/prime sequence. It was also found the customer's temp basal was not programmed before the alarm occurred. The customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected alarm or unresponsive buttons noted, all buttons functioning properly. No damage in the keypad assembly noted the keypad connector was locked. Unit passed self-test, no unexpected frozen display anomaly during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched display window.